Event description:
Livanova deutschland received a report that during priming a short circuit occurred when turning on a heater-cooler system 3t. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer (fse) representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device has been manufactured on 2005, therefore it will unlikely be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.